Event description:
Oracle ro (B)(4): fails occlusion at 45.06 psi (during testing / no patient injury).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact, no physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During the investigation, fluid ingression on the downstream sensor was found to be the cause of the reported problem. The root cause of the reported problem was unknown. For corrective action, the downstream occlusion sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: model number: d4: 6400.